Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was broken fractured 4.6cm from the proximal end of the proximal shaft. The catheter tip was flat/crushed. The catheter hub was intact. There is blood on the surface of the hub and shaft. A functional inspection was not required as the device problem unknown/unclear. The as analyzed is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event is 'device problem unknown/unclear'. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "sales rep reported that the item is defected, more info to be provided". No additional information was received from the customer and the event detail are vague. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to some procedural factors during the procedure. The observed damage to the shaft suggests that the device may have sustained damage during manipulation in the course of use. The as reported 'device problem unknown/unclear' as well as the as analyzed 'catheter shaft broken/fractured during use' and 'catheter tip flat/crushed' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject catheter was returned for analysis and it was discovered that the subject catheter shaft was fractured 4.6 cm from the proximal end during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.